Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141-2020-02157, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62049375 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Manufacturer narrative:
One tapered screw-vent implant (tsvtb16) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. The device was severely slit along the body (probably during removal). Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was high bone density ¿ type I. The reported device had been placed on tooth # 9 (unknown notation system) for approximately 8 years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62049375) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62049375) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvtb16) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. The device was severely slit along the body (probably during removal). Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was high bone density ¿ type I. The reported device had been placed on tooth # 9 (unknown notation system) for approximately 8 years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62049375) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62049375) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #9 fractured and was removed. Per indicated:surgical/medical intervention required for permanent damage: yes, removal of implant. Additional appointment required: not reported. Symptoms as a result of the event: none reported.